Event description:
It was reported that the patient experienced withdrawal. The symptoms included itchiness in trunk, abdomen progressing to entire body, increased stiffness, and high reflexes. The patient was refilled 2012-(B)(6). A volume discrepancy was reported. The actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0.1-0.2ml and the erv was 4.1ml.the health care professional (hcp) planned on reading the logs to confirm nothing was wrong with the pump. The hcp had given the patient a therapeutic bolus and patient response was not yet confirmed. It was noted that the patient is an easy refill and the hcp did not recall any difficulties with the previous refill. The hcp plans on monitoring the patient going forward to ensure response to therapy. It was noted that the patient had traveled, but it was unlikely that this was significant enough to cause a 4ml discrepancy. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had been on a couple plane trips.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted:2003-(B)(6) explanted: product typ catheter; product ID 8590 -1 lot# n189377 serial# implanted: 2009-(B)(6) explanted: product typ accessory. (B)(4).